Event description:
Pt was having laparoscopic cholecystectomy. Gallbladder had already been dissected from liver bed when dr discovered bovie cord was completely burned where it connected into scissors. Pt did not have any injury from occurrence.